Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however, it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: cable (ccb00015700/c15866); new cable (details unknown).

Manufacturer narrative:
The deltapaq platinum microcoil 5 mm x 15 cm (dfs10051520/c13684) failed to detach. The connecting cable (ccb00015700/c15866) was changed to a new cable (details unknown) but the coil still failed to detach. The device was removed from the patient. The same detachment control box (dcb000005-00/ f2930) was used to complete the procedure. There were no damages noted on the coil or the echelon micro catheter covidien (details unknown) after use. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. The green system ready light illuminated. The detachment light illuminated during the detachment cycle. The audible signal beeped. All connections appeared to fit properly without application of excessive force. There was no resistance/friction during deployment of the coil system through the microcatheter. The same microcatheter was used to complete the procedure. Torquing of the dpu was required during positioning of the coil in the aneurysm. The target vessel was acom which was not tortuous but level of calcification is unknown. The device positioning unit (dpu) and the proximal section of the coil were found to be protruding outside the sheath starting from inside the resheathing tool. The proximal end of the coil has been severely damaged and severed out of the soldered section. The fracture is ductile in nature requiring external force. No material defects were found. The circumstances that caused the protrusion out of the sheath and the severe damage with the severing of the proximal end of the coil cannot be determined as no damage was reported by the end user. The detachment fiber did not receive heat and melt. The dpu failed electrical testing with resistance at 0.0 ohms and the enpower systems go green light failed to illuminate. Additional resistance testing still found failure readings floating >16.35 m ohms. The most likely contributing factor to the coil passing the pre-deployment electrical testing and its failure to be detached inside the aneurysm may have been due to a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of when and where this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. It further cannot be determined if torqueing the dpu during repositioning the coil inside the aneurysm contributed to the damaged unit. In addition, without the return of the detachment control box (dcb) and the unspecified echelon microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Based on the information and the analysis, the event could not be confirmed. A review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The deltapaq platinum microcoil 5 mm x 15 cm (dfs10051520/c13684) failed to detach. The connecting cable (ccb00015700/c15866) was changed to a new cable (details unknown) but the coil still failed to detach. The device was removed from the patient. No vessel code information provided.